Event description:
It was reported that a wire pierced through this device. A renegade microcatheter was selected for a prostate artery embolization (pae) procedure. During the procedure, a non-bsc wire pierced the renegade catheter. Another of the same device was used to complete the procedure. No patient complications were reported. Returned product consisted of a renegade hi-flo micro-catheter with a .014 guidewire perforating the shaft. The hub, shaft and tip were microscopically examined. The perforation was located 9cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that a wire pierced through this device. A renegade microcatheter was selected for a prostate artery embolization (pae) procedure. During the procedure, a non-bsc wire pierced the renegade catheter. Another of the same device was used to complete the procedure. No patient complications were reported.

Event description:
It was reported that a wire pierced through this device. A renegade microcatheter was selected for a prostate artery embolization (pae) procedure. During the procedure, a non-bsc wire pierced the renegade catheter. Another of the same device was used to complete the procedure. No patient complications were reported. Returned product consisted of a renegade hi-flo micro-catheter with a .014 guidewire perforating the shaft. The hub, shaft and tip were microscopically examined. The perforation was located 9cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.